Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device triggered elective replacement indicator (eri), but the battery voltage and battery impedance measurements were higher than the eri triggers. The device was reprogrammed back to its prior mode and rate. The device remains in use. No patient complications have been reported as a result of this event.